Event description:
It was reported that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17377049/18343047. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 17810656.